Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user announced a meal, experienced persistent hyperglycemia above 400 mg/dl for about one hour, and performed a subcutaneous insulin injection while disconnected from the pump; the user then replaced the infusion set (inset 6 mm, 23 in) and later reconnected, with glucose trending down to 346 mg/dl. Symptoms included elevated blood glucose without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management with a manual insulin injection and continued monitoring, without professional medical intervention. Investigation included technical support-led troubleshooting, confirmation of tubing fill with visible drops at the connector, site removal with no bent cannula observed, and guided infusion set replacement. Investigation of this case revealed no identifiable device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was user-managed with education provided on disconnection after injections and site replacement, and the cause of the hyperglycemia remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.